Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the handle's status indicator lights were off, the stapler was unable to fire. Replaced by a new device to complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia* powered handle. The handle was attached to a representative charger and fully charged successfully with no error. Analysis of the system logs show that the handle was on the charger for two days and fourteen hours and the battery level when taken off the charger was at approximately 1%. The bq relative state of charge (rsoc) however, reported greater than 92%. A definitive root cause could not be determined with regard to the reported condition. A review of the device history record for the handle indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.